Event description:
A (B)(6) woman with a history of non ischemic cardiomyopathy, a single chamber ICD implanted in 2004 and recurrent vt. She has a riata ICD lead and has been referred for extraction and reimplant of a new ICD system. Due to end of generator life and rialto recall, referred for lead extraction and generator change and new lead.